Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via solutions tracker, the customer had reported during a follow up call, she had issues with the sensors. She stated that sometimes she pressed too hard and the sensor will break. Other times after she inserts the sensors they feel uncomfortable. For the past week and a half she has been going low around the same time. Her doctor has made adjustments to her settings, but it's not during the time she is crashing. Customer declined troubleshooting assistance. She didn't provide a blood glucose level. Customer is not returning the sensor for analysis.